Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the initial implantation of the transcatheter bioprosthetic valve, the valve dislodged spontaneously into the ascending aorta. A second valve was implanted immediately. Due to the patient's pre-existing condition and inability to tolerate a prolonged procedure, the patient remained in the intensive care unit (ICU) and subsequently died. A computed tomography (CT) measurement indicated moderate calcification in the aortic valve and regular anatomy without extreme challenge.